Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the snowflakes in image occurred due to defective substrate and the most probable cause of foreign object in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image with snowflakes and presence of foreign object in the nozzle. There was no patient involvement.